Event description:
"Blood spurted out" of a stopcock, attached to a clc2000, when flush syringe luer was removed. Pt was crying hard at the time. "No injury or adverse event was reported" by nurse involved.